Event description:
This device was implanted on (B)(6) 2011 as a replacement of a pacemaker. The old leads remained implanted (unipolar medtronic leads). This device had been followed without any kind of problem until last planned follow-up performed on (B)(6) 2012. The first ventricular lead impedence measurement was over 3000 ohms; all successive measurements were normal and normal device operation was observed. Nevertheless, an explanation related to the observed high lead impedance is requested.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The device model involve din this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.